Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the settings changed on their own during a procedure. The procedure was completed after rebooting the system. There was no patient harm.

Manufacturer narrative:
Additional information: the customer reported that the system changed the settings on its own during a procedure after the central processing unit (cpu) battery was replaced. The customer contacted technical services to aid in trouble-shooting. Technical services resolved the reported non-conformity with the customer by instructing the customer to shut down the system, recycle the power, reboot the system, and check the settings. The customer then confirmed that the system functioned normally. No additional services were requested by the customer; therefore, no system service was performed for this reported event. The system was manufactured on december 23, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).